Manufacturer narrative:
Siemens healthcare diagnostics investigated complaints regarding the issue where patient orders may be run on an atellica ch 930 analyzer where the assay has been disabled. Siemens determined that discrepant results may be generated if the issue occurs. A patient order may sporadically be processed at an analyzer where the assay has been disabled by the user for any reason (e.g. If qc is out of range). A potentially discrepant result may be reported from the analyzer where the assay was disabled depending on the reason for it being disabled. This issue only occurs if the following conditions are met: a cal/qc workorder is not able to be run on an analyzer because the targeted analyzer was down. The analyzer is then put back into service but patient processing for the assay was disabled by the user and at the same time patient samples were loaded from the sample handler drawer. Note: if the atellica solution has multiple analyzers connected, then it is possible that the patient order may be processed at an analyzer where the assay has not been disabled. In this case the issue will not occur. Any assay on the ch or im analyzers may be affected if it was disabled on one of the analyzers. An urgent medical device correction (umdc) asw21-02.a.us was sent to us customers and an urgent field safety notice (ufsn) asw21-02.a.ous was sent to outside the us (ous) customers in december of 2020. The umdc and ufsn explain the behavior described above and requests customers to follow the instructions of the umdc/ufsn to ensure the correct operation of the systems. The umdc and ufsn delineate that software (B)(4) or higher will be released soon to resolve these behaviors. To date, there are no allegations of injury due to this behavior.

Event description:
The customer started daily maintenance on the atellica ch 930 analyzer and then noticed on the laboratory information system (lis) that the analyzer had results for a patient sample. The customer informed siemens that no action was performed for the sample to process and for the analyzer to run tests. The customer noted that the results that were generated were flagged because quality controls were not run. There are no known reports of patient intervention or adverse health consequences due to the test results that were produced by the atellica ch 930 analyzer.